Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be submitted upon completion of the evaluation.

Event description:
It was reported that the pump hits a corner of a table causing the pump touch screen to become shattered. Customer was unable to interact with the pump due to the shatter. Customer's blood glucose was 189 mg/dl. Reportedly, customer did not have backup therapy available and declined follow-up from tandem technical support.